Manufacturer narrative:
A new prescription for a revision surgery has been received. The date for the revision surgery is not yet known. Further information has been requested from the surgeon in order to identify the cause of the event. A supplemental will be submitted on completion of the investigation.

Event description:
A prescription form has been received for a revision surgery. Ref: (B)(4).

Manufacturer narrative:
Based on a review of the x-rays provided, the reported poor bone stock in the tibia was observed. This confirmed the statement made by the surgeon on the prescription form, "need revision tibial component to bypass bone loss". There is no indication that the observed poor bone stock was device related as no device or manufacturing related issues have been identified. The observed poor bone stock could be as a result of patient factors such as trauma, obesity, activity levels or disease progression and/or surgical factors or preferences and not necessarily related to the device itself. A revision surgery was performed with no reported complications. No device was returned to stanmore implants worldwide (siw) for evaluation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Operator of device corrected from physician to patient.

Event description:
A prescription form has been received for a revision surgery.this is a supplemental report to 3004105610-2016-00102 ((B)(4)).